Manufacturer narrative:
The device was returned for analysis, and the evaluation was completed on 30oct2024. A visual and tactile examination was performed. A longitudinal tear was identified in the balloon material. The tear measured 10mm in length and extended from a position 7mm proximal of the distal markerband to 17mm proximal of the distal markerband. There were no damages or kinks found on the tip and shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the radial artery. A 3.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst while inside the patient. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the radial artery. A 3.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst while inside the patient. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported.